Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced chest pain. It was further reported that the right atrial (ra) lead exhibited undersensing and the implantable pulse generator (ipg) was not firing. The ra lead and ipg remain in use. No further patient complications have been reported as a result of this event.